Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the event description: "perfusor spaceplus: bolus rate for norepinephrine was set to (analogous to the space perfusor classic). Nevertheless, the customer complains that when administering via the perfusor spaceplus, the bolus "barely" arrives, i.e., the blood pressure hardly increases. The perfusor space "classic" also delivers this amount with a speed reduction to 360 ml/h." The customer then asked for a comparison of the two perfusors to determine whether any deviations could be identified.".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history files were read out and analyzed. During the investigation of the history log files, no malfunction could be found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, a technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The devices showed age related signs of wear and tear, but no damages could be found. Functional inspection: a functional test was performed. The device passes the self-test. A b.braun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,78%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The strain gauge pressure measurement and the motor power limitation was checked according to the requirements of the technical safety check. The device meets the required values and standards. All measured values are within our specification. For testing purposes, a 50 ml original perfusor syringe was installed, norepinephrin 100¿g/ml was selected from the drug library and the infusion was started. As the bolus menu was selected, a preset bolus of 10 mcg with a flow rate of 360 ml/h (1 second bolus) was shown. Due to a hard limit warning, the flow rate could not be raised with this volume. Only after the bolus volume was increased, it was possible to raise the flow rate. The device was disassembled, and the inside was investigated. Inside the device was slightly dirty but no visible damage was found inside the device. The defect could not be confirmed. The measured flow rate and pressure cut-offs were within the specification. The settings and hard limits in the drug library are user specific. During the investigation it was found that the bolus rate with the preset bolus volume of 10 mcg was hard limited to 360 ml/h, the hard limit was increased with a rising bolus volume. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.